Event description:
It was reported that the patient complained of feeling light-headed and dizzy, and a loss of atrial capture was noted. The lead outputs will be reprogrammed, and the lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: 5086mri implantable pacing lead - (B)(6) 2012. (B)(4).